Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and remote monitoring system exhibited a message indicating a possible issue with the device. No troubleshooting was performed and no actions or interventions had been planned. No adverse patient effects were reported. The device remains in service.